Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic appendectomy, while clipping the stump stub, the absorbable ligation clips were broken after excitation. They used another device in order to complete the case. There was no patient injury.